Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to discuss the report issue. The customer was not in front on the device at the time to troubleshoot. A follow up was and the customer mentioned that the problem was resolved and the device will not be returning for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display an e315 error message. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the e315 message could not be identified. However, it is likely the cause was related to adhesion of water droplets and dust to the electrical contacts. Olympus will continue to monitor field performance for this device.